Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#: unknown); sigpshell, sig power sigpshell control shell (serial#: unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparotomy side-to-side anastomosis of the small intestine, the knife was returned after firing, but the knife's clamp cover was stuck in the tissue during the procedure and stopped. The tissue was removed, the knife was returned, it was noted that there was a bleeding and the stuck tissue area was reinforced with manual suturing.